Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint of "broken wire". Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. For clarification, the instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 13 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage with internal exposed wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the cable of cable of fenestrated bipolar forceps was found to be broken. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.